Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lightguide tube cut, dents, scratches and buckles. Peeling glue around lightguide lens. Minor chip on lightguide lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image not working was due to the multiple broken elements in the device and due to black shadows on the image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device's ultrasound image was not working. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.